Event description:
Healthcare professional later reported capsular contracture baker grade unknown and rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side rupture, hardening, lump, and swollen eyes, lips and throat which consultants said was an allergy, has been deemed a systemic event. It was noted removal was due to stress and worry. Healthcare professional confirmed rupture and reported capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: allergic reaction/hypersensitivity: unable to observe. Anxiety-product/procedure: unable to observe. Capsular contracture: unable to observe. Lump/nodule: unable to observe. Visibility/palpability: unable to observe. Rupture: not observed. As per the investigation procedure deformation and creases were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a right-side removal due to "stress and worry". Patient later reported rupture confirmed via mammogram. Patient reported additional, "hardening of one breast and a lump in the other. I also had swollen eyes, lips and throat which consultants said was an allergy. Which now I think is silicone from the ruptured implants". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.